Event description:
Pt for transcatheter aortic valve implantation with a prosthetic valve. The percutaneous aortic valve migrated into the left ventricular outflow tract after placement. The percutaneous valve was removed from the left ventricular outflow tract and pt had avr with cardiopulmonary bypass. The procter and company representatives were present for the procedure. The valve appeared to have been sized, deployed and seeded properly.